Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the drawer was not closed. The field service engineer (fse) found that drawer 2.1 had failed to stay closed. The fse discovered a loose open close mount, which was then remounted and adjusted. The station was booted into the hardware test application, and the drawer was tested in hta and passed. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer would not close and kept beeping. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.